Manufacturer narrative:
(B)(4). The customer reported to philips that the ac power module was not working. It was evaluated locally by the customer. Given the info provided by the customer, philips determined that the ac power module had failed. The customer was sent a new one under warranty which resolved the failure.

Event description:
The customer reported to philips that the ac power module was not working.